Event description:
Reporter alleges the pt complained of firmness and pain three months prior with a decrease in size on the left implant (history of trauma possibly during chiropractic manipulation six months earlier), arthralgias, myalgias, sweats, headaches, hyperesthesia, neurocognitive problems, "etc.", grade ii contracture on left and tender, left ruptured with granuloma and moderate capsule. Reporter later alleges the pt had increase in size in the left breast, pain on left side outer portion extending toward back with some pain in dorsal forearms/wrists, weakness, fingers get numb (worse at night), chills, burning, "firey" shin pain, memory problem and bilateral rupture.